Manufacturer narrative:
"While speaking with the olympus technical assistance center (tac), the customer was instructed to clean the socket connections with hospital air and a light brush, customer cleaned socket of the xenon light source and all scope contacts. Since doing so there have been no scope communication errors. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. "

Event description:
It was reported the xenon light source exhibited scope communication error (b30) with multiple scopes. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the suggested event was caused by faulty contacts. However, a definitive root cause could not be determined. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.